Manufacturer narrative:
Investigation conclusion a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 false negative sars results. Customer states their results were positive by another brand rapid antigen and an ER test (method unknown). Report 1 of 2.